Manufacturer narrative:
The customer believed the repeat value of 2.83 ng/ml to be correct. The customer tried using a new reagent lot, but the issue persists. The new reagent lot number and expiration date were not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer performed multiple actions on the analyzer, including performing preventive maintenance. The sample centrifugation time was shorter than recommended by the tube manufacturer. The investigation could not identify a product problem. The cause of the event could not be determined. The issue was resolved by the service maintenance. .

Manufacturer narrative:
The e411 analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys folate iii on a cobas e411 rack. The sample initially resulted in a folate value of 2.17 ng/ml and it repeated with a value of 2.83 ng/ml.